Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. No additional patient or event information was available. A root cause could not be determined. A replacement transmitter was sent to the customer.

Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. Per the t:slim x2 user guide, ¿for adults (ages 18+) only sites on the belly are approved for sensor insertion.¿

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Reportedly, the transmitter was being worn on the customer's arm and thigh, and was not within line of sight of the pump. The customer moved the pump and transmitter within line of sight and connection resumed. No additional patient information was available.